Manufacturer narrative:
Patient information requested but not provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from nicu that the entire flush amount not being delivered after programmed. We have recently switched over from having 0.45% normal saline flushes that are prepared in our pharmacy to the 3ml 0.9% normal saline flushes that are from bd. The nurses have been getting concerns that the entire flush amount that was programmed were not delivered. After a meeting on monday, some of the nurses decided to test it out and, from what they were able to measure, only 0.4ml was delivered each time instead of the 0.6ml that was programmed.

Event description:
The customer reported they discovered this issue arose from using syringes that were not approved for use with the pump module. No additional information will be provided.